Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a 42 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2021, 4871 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 26-aug-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a 42 year-old female patient who had essure inserted (lot no. 624497) for female sterilisation. The patient had a medical history of difficulty in walking, unilateral leg pain and umbilical hernia. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2021, 4871 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed on (B)(6) 2021. The patient was treated with surgery (bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted removal date of drug updated to (B)(6) 2021 from (B)(6) 2021. The right tubal ostia was then identified. Essure device was released in right tubal ostia. The procedure was then repeated on the left. The patient tolerated procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2007: the above findings correspond to satisfactory location (two) and tubal occlusion (one). [Pathology test] on (B)(6) 2021: longer tube is inked blue and both are serially sectioned revealing the lumen of each tube to contain silver metallic coiled foreign material consistent with essure contraceptive devices. The essure devices are present in the proximal end of each tube and extending into the small portion of attached tissue at each proximal end. [Ultrasound thyroid] on (B)(6) 2004: examination does reveal bilateral thyroid lobe enlargement with right measuring 5.5 cm in length and the left 6.2 cm. There are multiple heterogeneous nodular structures throughout both lobes and the isthmus. The largest lesion on the right measures 1.8 cm in diameter and the largest on left in the mid pole region is 2 cm. On (B)(6) 2019: thyroid is enlarged and nodular goiter changes are noted largest nodule measures 2.1 cm. And involves the upper, aspect of, the right lobe. Surgical absence of the left lobe. [X-ray] on (B)(6) 2009: x-ray + lab results: denies emergency room hospitalization. Here to discuss right femur x-ray results and lab results. Diagnosis/plan: right thigh pain: x-ray of right femur showed min. Djd in right hip/knees,enlarged heat,exercises daypro 600 mg po daily if no improvement consider pt. Multinodular goiter:follow up endocrinology as planned. Lot number: 624497. Manufacture date: 2011-09. Expiration date: 2014-09. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 04-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a 42 year-old female patient who had essure inserted (lot no. 624497) for female sterilisation. The patient had a medical history of difficulty in walking, unilateral leg pain and umbilical hernia. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2021, 4871 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed on (B)(6) 2021. The patient was treated with surgery (bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted removal date of drug updated to (B)(6) 2021 from (B)(6) 2021. The right tubal ostia was then identified.essure device wasreleased in right tubal ostia.the procedure was then repeated on the left. The patient tolerated procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2007: the above findings correspond to satisfactory location (two) and tubal occlusion (one). [Pathology test] on (B)(6) 2021: longer tube is inked blue and both are serially sectioned revealing the lumen of each tube to contain silver metallic coiled foreign material consistent with essure contraceptive devices. The essure devices are present in the proximal end of each tube and extending into the small portion of attached tissue at each proximal end. [Ultrasound thyroid] on (B)(6) 2004: examination does reweal bilateral thyroid lobe enlargement with right measuring 5.5 cm in length and the left 6.2 cm. There are multiple heterogeneous nodular structures throughout both lobes andthe isthmus. The largest lesion on the right measures 1.8 cm in diameter and the largest on left in the mid pole region is 2 cm. On (B)(6) 2019: 1. Thyroid is enlarged and nodular goiter changes are noted largest nodule measures 2.1 cm.and involves the uppe, aspect of, the right lobe. Surgical absence of the left lobe. [X-ray] on (B)(6) 2009: x-ray + lab results: denies emergency room hospitalization. Here to discuss right femur x ray reslts and lab results. Diagnosis/plan: right thigh pain: x-rau of right femur showed min. Djd in right hip/knees, enlarged heat, exercises daypro 600 mg po daily if no improvement consider pt. Multinodular goiter:follow up endocrinology as planned. The most recent follow-up information incorporated above includes data received on: 18-sep-2023: medical record received. Medical history & lab data updated. Product indication and lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a 42 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2021, 4871 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.